Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced repeated occlusion alarm event on (B)(6) 2026. The site of detachment was in tubing. No further information available.